Event description:
It was reported that patient experienced reduced wound healing at the ipg incision site. Surgical intervention was undertaken on (B)(6) 2024 wherein the pocket was moved from the right to the left flank to address this issue. No product explanted or replaced.

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.